Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval could not confirm nor reproduce the reported symptom of undetected upstream occlusion. Upstream occlusion testing was performed at 10, 40, 100, 400, and 800 ml/hour, all of which found the pump to operate within specification. Testing was also completed per the service manual with the pump performing within specification. During the internal eval various pins on upstream sensor tail were found to have small cracks forming. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had an undetected upstream occlusion in the surgical intensive care unit during therapy. The device was programmed to run fentanyl at 4 ml/hr on (B)(6) 2014 and it was discovered on (B)(6) 2014 that the slide clamp was closed and the pump did not alarm for upstream occlusion. It was also reported that there was no pt injury.